Event description:
Reporter alleged tha the lancet does not fully retract inside of the softclix plus lancet device. No accidental sticks or adverse events were reported. A request was made for the return of the suspect device and replacement product was sent.